Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage (watertightness check failure). A definitive root cause could not be identified. Based on the investigation results, it is likely that leakage during the watertightness check led to the broken lead/cable. However, a specific root cause for the leakage could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The malfunction occurred at the end of a urology procedure, which was completed using the same device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a broken lead/cable. There were no reports of patient harm.